Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue, and the customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support on how to reset the pump, which did not display the same malfunction code again. Technical support advised continued use of the pump and encouraged the customer to report any recurrence of the malfunction code.